Event description:
It was reported that liner was inverted then the inward bearing could not be flipped around to be rotated freely. After numberous attempts to get it moving, co eventually removed it. A second liner was put in-no problem. There was no adverse consequence for the pt.